Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed no delivery. Customer's recent blood glucose was 149 mg/dl. Troubleshooting was done. Customer was unable to remove the set to examine the cannula. The customer requested for insulin pump replacement due to customer feels she was not getting insulin. Advised the customer the insulin pump would be replaced. No further information provided.